Manufacturer narrative:
(B)(4). Damaged pawl pin. Evaluation summary: the analysis results found that one device was returned with the firing mechanism damaged and with no cartridge present. The returned device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unk procedure, the device locked out and did not fire. There was no pt consequence.